Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -10.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. Lens was implanted, removed and replaced with a shorter length lens within the same surgery due to excessive vault. Problem resolved. Cause was unknown.

Manufacturer narrative:
B5- the reporter indicated that a 13.7mm vicm5_13.7 implantable collamer lens of -10.00 diopter was implanted into the patient's right eye (od) on 16-nov-2023. Lens was implanted, removed and replaced with a shorter length lens within the same surgery due to excessive vault. Problem resolved. Cause was unknown. Claim # (B)(4).